Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the customer was instructed to continue using it and to report back if the malfunction code reoccurs.